Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to magnetic resonance imaging and alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer reported receiving a motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motion sensor test failure alarm. Pump passed idle current test and run current test. Unable to verify motor error alarm and motor position encoder error alarm due to motion sensor test failure alarm. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.